Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical, visual and x-ray evaluations were normal with no anomalies noted.

Event description:
It was reported that the patient presented for implant procedure. During surgery, it was discovered that the atrial lead failed to capture. The physician elected to complete the procedure with a different lead. There were no patient consequences.